Event description:
It was reported to boston scientific that an orise? Proknife was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, approximately two hours after the esd procedure to remove the polyp, it was noted that the cutting effectiveness was unsatisfactory. Upon inspection of the tip, the front disc was noted to be missing, and they could not find it. A non-bsc device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h11: imdrf device code a0501 captures the reportable event of electrode detached.